Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. As stated previously the reported event was confirmed during the evaluation step of the complaint process. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. It is possible that this issue occurred due to damage to the cable during shipment. However, the product shipment records were confirmed and no abnormalities were found in the product. The partial break in the cable is considered to have been caused by user handling.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with imaging issue, intermittent flicker on image observed due to a faulty cable unit. In addition, the focus ring was observed with a hairline crack. The identified parts need to be replaced, device was placed for repair. Based on evaluation findings the reported issue was identified to be due to a faulty cable attributed to electrical component failure. Root cause of the electrical failure is unknown. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was found with no image. The issue occurred during preparation for use. There was no patient involvement on this event reported. No user injury reported.